Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the surgeon had been using the device firing across the stomach tissue with green reloads and no buttressing for the first three firings. They used a gold reload on the fourth firing and the device fired and pushed tissue with the knife down the track of the device. It made a cut line but it did not staple. He observed the firing and saw staples falling out of the device into the abdomen that were malformed and some not formed with straight legs. He removed the staples that he could locate. The knife blade returned and he was able to remove the device. The surgeon used a second like device with a gold reload and fired behind the fourth firing of the remnant side of the stomach and secured the staple line with the fifth firing. There were staples present in the area of the firing. There was no unusual noise reported during the fourth firing. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with seven ecr60w cartridge reloads present. The reload were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).